Event description:
According to the reporter, the device does not recognize therapy cable or hard paddles when plugged into therapy connector. There were no reports of any patient use during the reported incident.

Manufacturer narrative:
The customer declined an offer of service from physio-control. Physio provided the customer with part information for repair.